Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for high lead impedance out of range. The clinician turned the patient notifier off and the patient was sent home and was followed up via merlin.net. On subsequent follow up hvli remained stable and no noise was observed. Lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.